Event description:
In 2007, the patient reported experiencing elevated blood glucose of 22.2 mmol/l (400 mg/dl) when she woke up. Her blood glucose later decreased to 7.5 mmol/l (135 mg/dl). She stated that her normal blood glucose range is 4-6 mmol/l (72-108 mg/dl). During troubleshooting the patient noticed two air bubbles in her infusion tubing, but stated "this could not explain the high blood sugar readings, because the air bubble is right at the beginning with very small bubbles, not at the catheter." She was advised that air bubbles could cause elevated blood glucose. She then stated that she felt the infusion device was defective. During the report the patient measured her blood glucose at 25.9 mmol/l (466 mg/dl) and she bolused 8 units of insulin she also stated there were ketones in her urine. She was advised to change her infusion set and insulin cartridge. Upon follow up three days later, the patient stated that after the initial report she bolused another 8 units of insulin, because she felt nauseated and thought she may pass out. Her blood glucose did not decrease. One day after the original date, she stated that her blood glucose measured 10.6 mmol/l (191 mg/dl) and she then took a walk. She was advised to consult with her physician. At the end of the month, the patient reported that her blood glucose had returned to normal, and her infusion device was functioning properly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.